Event description:
Clinical specialist (cs) confirmed that the patient's pump and catheter were explanted and replaced with medtronic devices. MFR 3010079947-2021-00271 was opened to address the pump explant.

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Additional physical investigation was performed on the device, identifying an issue with the catheter. One section of catheter was returned. The section was 84cm long with the distal end. The section was found to be patent with air and sterile water injection, and an attempt to aspirate sterile water from a vial was successful. A leak was observed at 31.75cm from the distal end. The hole was observed under magnification. It appeared to have been worn through, and the cause for the observed hole could not be determined. Per the instructions for use of the device, catheter tears and holes are known possible risks of use of the device. The issue identified with the catheter is not believed to be related to the allegation of underinfusion volume discrepancies. The related pump complaint, captured in MFR 3010079947-2021-00271, further addresses the allegation of underinfusion and findings from device analysis of the pump. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending explant and possible device return for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device remains implanted and has not been returned for additional evaluation and investigation at this time. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions via email to report a patient with multiple volume discrepancies. For the first underinfusion volume discrepancy, the expected volume was 9.5ml and the actual aspirated volume 13ml. Approximately three months later, a second underinfusion volume discrepancy was observed with the expected volume being 9.6ml and the actual aspirated volume was 12.5ml. For the next underinfusion volume discrepancy, the expected volume being 9.8ml and the actual aspirated volume was 13ml. Approximately two and a half months later, another underinfusion volume discrepancy was observed. The expected volume was 10.26ml and the actual aspirated volume was 13ml. Approximately a month and a half later, another underinfusion volume discrepancy. The expected volume was 12ml and the actual aspirated volume was 16ml. Additionally, two more underinfusions were observed but data was not able to be provided. The patient complained of a lack of pain relief during their refill appointments. The patient was reported to have two cap studies. The catheter was found to be patent during the first cap study. During the second cap study, the physician was unable to aspirate from the catheter. Patient plans to have pump and catheter replaced.